Event description:
Incorrect unit of measurement. The patient reported that approximately 2 weeks ago she obtained blood glucose results greater than 100 mg/dl on the reported meter. The patient took the reported meter to the nurse, who tested her blood glucose level and reported it to be normal; the results were unknown. The nurse did not adjust the patient's medication regimen. It would have been helpful to determine if the patient was aware of changing the meter settings, what her normal glucose levels were, the blood glucose results obtained by the nurse, the patient's medication regimen, and if she had a back up meter. The meter was replaced with a newly configured meter that is set for the mmol/l unit of measure. This incident is being reported due to the meter was set to the incorrect unit of measure while the patient does not recall going into the meter settings.